Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 515 mg/dl at the time of incident and the customer was alleging high blood glucose and under delivery. Customers current blood glucose level 164 mg/dl. The customer reported the symptoms related to their high blood glucose nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection and intravenous insulin for high blood glucose. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No air bubble anomaly noted. Device uploaded properly using care link. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and a partially broken reservoir tube lip.